Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post implant of the new lead, the pt presented with a pneumothorax. Explant method: thoracotomy, sternotomy. Complications listed above.